Event description:
It was reported that the ilet pump's front and back housing separated and the display became nonfunctional, with the device described as in pieces, and photographs were provided. Symptoms included no user harm. Outcomes included device replacement and provision of a return shipping label. Investigation included remote assessment of customer-supplied photographs and collection of use and damage history. Investigation of this case revealed a mechanical housing failure with a nonfunctional screen, consistent with physical damage to the enclosure and display assembly. It was concluded, based on previously established findings for similar reports, that the cause was product physical damage of undetermined origin.